Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported hyperglycemia and needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the pink slide did not move forward, indicating a failure of the needle mechanism. The patient's blood glucose levels were affected, reaching up to 23 mmol/l (414 mg/dl) and the pod was worn between 36 and 48 hours on the abdomen. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The device had the cannula assembly fully deployed. Inspection of the needle mechanism, environmental seal, bottom housing and cannula assembly found no issues that would result in a needle mechanism failure. The downloaded data did not show any timeouts or drive stalls during the run. The needle mechanism was reset and found to deploy properly. No other damages or deficiencies were found during the investigation.